Event description:
The customer reported that there was no image with the flex video scope. There was no report of patient harm associated with this event. The subject device was returned to an olympus service center for evaluation. Inspection and testing found foreign material on the air/water cylinder and in the air/water tube. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over x years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ the device evaluation found that the customer¿s reported image issue could not be reproduced. Additionally, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The grip packing was loose. The adhesive around the objective lens was chipped. The adhesive around the light guide lens and bending cover was cracked. Olympus will continue to monitor field performance for this device.